Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 at 7:00pm, the patient decided to go to the hospital because he was dehydrated and was vomiting (4-5 times) throughout the day. At the hospital, a bg was taken and it was 727 mg/dl and the cgm was 250 mg/dl. The patient was treated with insulin, an IV fluid drip and zofran. The patient was released from the hospital on (B)(6) 2025 . At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.